Event description:
The contact stated the customer tested his glucose and received a reading of 345 mg/dl. He retested and received a reading of 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events due to the readings. The strips are to be returned for evaluation, and replacment strips will be sent.